Event description:
Edwards has learned through the implant patient registry that a 23mm model 2800 aortic valve was explanted and replaced with a 25mm model 2700tfx aortic valve after an implant duration of twelve (12) years, six (6) months, and twelve (12) days due to unknown reasons.

Manufacturer narrative:
Through follow up with the health care provider, is was learned no information was available due to lack of patient release. Hospital pathology confirmed device was not available for return and evaluation. The DHR review was completed and this device met all manufacturing and sterilization specification. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. In this case, information regarding the 23mm aortic pericardial valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the patient, patient medical history, reason for explant and condition of the device at explant, return of the device for evaluation, or medical records have been unsuccessful. Therefore, the root cause for explant of this device remains indeterminable.

Manufacturer narrative:
The device history record (DHR) review is in progress. Unfortunately, there is no additional information available regarding this event and the device has not been returned for evaluation. Investigation is ongoing. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.